Manufacturer narrative:
This report is submitted on april 20, 2020.

Event description:
Per the clinic, the baha magnet was explanted on (B)(6) 2019 (reason for unknown). It is unknown if a new magnet was implanted. The implant remains in-situ.